Event description:
It was reported that an elderly pt fell out of ghe bed. The hosp staff found pt lying on the floor when they went to check on pt. There was no one with the pt at the time of the alleged incident. The hosp staff members allege the bed exit alarm was set but this could not be confirmed. It was reported that there was a mattress overlay on top of the mattress at the time of the alleged incident. The pt allegedly sustained a laceration to the forehead which required sutures.